Manufacturer narrative:
Additional info received 1/30/2014; the physician indicated that dissection was a known adverse event that can occur with the envoy catheter complaint conclusion. As reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke experienced a dissection of the v2 segment of the vertebral artery during treatment caused by the envoy guiding catheter (study patient #13). The dissection was treated with an extracranial stent. The patient¿s baseline tici was 0 and tici at end point tici was 2b. Baseline nhiss score was 22 and discharge nhiss was 2. During the thrombectomy procedure, there had been two passes with the revive se and no stents had been placed. The patient had also been treated with intravenous rtpa. No concomitant medications were reported. The devices were not returned for analysis. In addition, the sterile lot numbers were not provided, therefore, a review of the manufacturing documentation could not be conducted. Arterial dissection is a known possible adverse event that may complicate an endovascular procedure and is listed in the instructions for use as a possible complications. Clinical and procedural factors including vessel characteristics, tortuosity, device selection, and manipulation of devices within the artery are all factors that may contributed to the reported event. With review of the reported information, there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Article: mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28. Concomitant medications included intravenous rpta. Age, gender, and weight unknown. Additional information will be submitted within 30 days of receipt.

Event description:
As reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke experienced a dissection of the v2 segment of the vertebral artery during treatment caused by the envoy guiding catheter (study patient #13). The dissection was treated with an extracranial stent. The patient¿s baseline tici was 0 and tici at end point tici was 2b. Baseline nhiss score was 22 and discharge nhiss was 2. During the thrombectomy procedure, there had been two passes with the revive se and no stents had been placed. The patient had also been treated with intravenous rtpa. No concomitant medications were reported.